Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and reportedly the customer was not properly cycling the cartridge resulting in a blockage in the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.